Event description:
The reporter did a blood glucose test while visiting her son, and got a result of 400 mg/dl, retested and got a "hi" reading. Thirty minutes later she returned to her nursing home where the nurse tested on the facility meter (type unknown) with a result of 160 mg/dl. Reporter did not have symptoms, and was not treated. On follow up she said she is "brittle". A control solution test was not done since the reporter did not have any strips. She cannot test without the nurse's assistance, and said that she has difficulty seeing coverage of blood on the strip.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8